Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2013-99348.

Event description:
Customer's husband reported hospitalization. Caller stated that customer is having problems with supplies. He is aware of the recall. Customer has been hospitalized three times in the last two months. Customer is experiencing low blood glucose at this time; customer has treated with soda. Nothing further reported.